Event description:
Device issue: none. Adverse event: ami/sub acute stent thrombosis/required intervention. Onset of adverse event: after the procedure. It was reported that on (B)(6) 2010, the pt was treated for a de novo lesion in the proximal left anterior descending artery (lad), which was mildly tortuous, mildly calcified and had a 90% stenosis. The vessel diameter was 2.7 mm and the length was 23 mm. A xience v 2.5 x 28 mm stent was implanted with no issues and the pt was discharged from the hospital (date unk). On (B)(6) 2010, the pt presented with acute myocardial infarction (ami) and sub acute stent thrombosis (sat). The pt was successfully treated with plain old balloon angioplasty (poba). No additional info has been provided.

Manufacturer narrative:
(B)(4). (B)(4). There was no reported product deficiency. Myocardial infarction and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.